Event description:
A hospital in (B)(6) reported that an rt106 adult breathing circuit caused the humidifier to alarm after half a day of use and that the medical engineer found the inspiratory limb to be open circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt106 breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number for that product is k983112. Method: the electrical resistance of the heater wire in the returned complaint inspiratory limb was tested using a multimeter. A continuity test was used to locate the break in the heater wire. Results: the inspiratory heater wire was found to be open circuit due to a break in the connection between the heater wire and the right hand heater wire pin inside the overmoulded plug. A lot check was not performed as no lot number was provided. Conclusion: electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became open circuit post production, possibly as a result of a weak crimp connection. (B)(4).